Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. A new ra lead with the same model was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. A new ra lead with the same model was implanted successfully. No additional adverse patient effects were reported. Additional information indicates that the lead was attempted due to dislodgement resulting in high threshold and diaphragmatic stimulation. A new ra lead with the same model was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information. This supplemental report was created to capture additional information in h6 patient codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown cause. A new ra lead with the same model was implanted successfully. No additional adverse patient effects were reported. Additional information indicates that the lead was attempted due to dislodgement resulting in high threshold and diaphragmatic stimulation. A new ra lead with the same model was implanted successfully. No additional adverse patient effects were reported.